Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer popped up and fully open, but station was not registering that the drawer was open. Tried reboot but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet was damaged and had fallen out. A field service engineer replaced the drawer. After replacement, the fse tested the drawer in the hardware test application (hta) application and confirmed that customer was able to access it. The system functioned as intended after the field service engineer repaired the device.